Event description:
Affiliate reported that during the implant of the hakim valve, the doctor detected a leak from what appears to be a pinhole. A new valve was used to complete the case. It was also noted that as a result, the surgery was delayed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. This valve could not be programmed as received. Visual examination of this valve revealed debris on the internal components. This material is consistent in appearance with material previously identified as biological residue. Once the valve was flushed, programming was restored. Visual examination of this valve revealed a pin hole on the silicone housing. The exact manner in which this hole was introduced could not be verified, however, it is likely that the housing was inadvertently punctured (by a needle) resulting in a hole. The valve was returned with a 3-inch segment of silicone catheter attached. The catheter was patent and anomaly free, leakage was not found on the catheter. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.